Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy, itchy rash on her back where the two therapy electrodes sit. The patient added that the irritated area had no open sores or blisters. The patient reported reaching out to her doctor and was told to take ibuprofen. Follow-up indicated that the patient's irritation had gotten better.